Manufacturer narrative:
The customer returned the suspected product. The returned meter was tested with the returned test strips from lot # 8kpef01a, which gave satisfactory performance.

Event description:
At 8:22 p.m., the customer obtained a blood glucose reading of 398 mg/dl on her contour next link 2.4 meter. Based on this reading, the customer received 18 units of insulin from her insulin pump. The customer felt hypoglycemic symptoms. At 9:18 p.m., the customer performed another test and obtained a reading of 71 mg/dl. The customer injected glucagon pen, ate crackers and drank juice. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.